Manufacturer narrative:
One unused device was returned for evaluation. The evaluation is in progress. The device history record was reviewed and no exception documents were found. The complaint database was reviewed and no similar complaints for this lot number were found.

Event description:
The distributor reported that the received package was not sealed. The defect was found during the customer's incoming inspection. The device was not sent to a user facility.

Manufacturer narrative:
One device was returned for evaluation. The device was visually inspected and no evidence of a manufacturing seal was found. The complaint was confirmed. The root cause of this complaint is an operator error. A corrective action has been opened to resolve this deficiency. The device history record was reviewed and no exception documents were found. The complaint database was reviewed and no similar complaints for this lot number were found.